Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample appeared was returned. Product packaging and label were not returned. No kinks were identified on the catheter. No anomalies were noted to the transducer or saline hub. The catheter was bunched throughout the length of the catheter. Material separation between the outer catheter and the distal tip was identified. Two longitudinal tears along the outer catheter were noted 8.6 cm from the distal tip extending 0.2 cm proximally and 17.2 cm from the distal tip extending 0.4 cm proximally. Functional/performance evaluation: functional testing could not be completed due to the condition in which the device was returned (i.e. Material separation and outer catheter bunching). Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. The investigation was confirmed for material separation as the catheter is partially separated from the distal tip. The investigation was confirmed for torn material as there is two longitudinal tears on the catheter shaft. The investigation was inconclusive for device inoperable and guidewire incompatibility as functional testing was unable to be performed. The root cause could not be determined based upon available information. It was unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter allegedly operated differently than expected. The health care provider removed the catheter from the patient without incident. There was no reported patient injury. New information provided: it was further reported that there were two lesions to be treated in the anterior tibial artery. The recanalization catheter passed through the proximal lesion, although with a reportedly alleged weak vibration. Just before treatment of the second lesion, the recanalization catheter allegedly would not advance nor could it be retracted along the guidewire. The health care provider inserted a guidewire, retrograde approach, to the lesion site to maintain access across the lesion. The recanalization catheter was removed and a balloon catheter was inserted to treat the lesion site and completed the procedure. There was no reported patient injury.